Event description:
Center tube on luer lock connector on a 3 ml syringe broke off from base. Three syringes found with defect. Also discovered frayed plastic in luer lock. Covidien monoject 3 ml syringe with luer lock connector. Defect was discovered on (B)(6) and product was removed (B)(6).